Manufacturer narrative:
(B)(4). Batch # n55h5r. The analysis found that one ple60a device (b) was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge not loaded on the device with the pan detached. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon could not fire the device even after checking the battery. They used another stapler and same problem occurred. It is unknown how the procedure was completed. There were no adverse consequences for the patient.